Event description:
It was reported that tandem mobi pump generated repeated cartridge alarms that prevented normal use. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed cartridge alarm 34, advised customer that continued use of affected pump was not safe, and arranged for pump replacement while customer relied on multiple daily injections until replacement arrived; customer also requested and received approval for three replacement cartridges to compensate for wasted supplies, and issue was considered resolved.